Event description:
Dual chamber permanant pacemaker implant. After procedure completed, anchoring sleeve of the atrial electrode was noted to have slipped distally into subclavicular tissue. The lead had to be secured to fascia with 4 silk sutures. No other intervention required.